Event description:
Advocate stated the school nurse tested her son's blood glucose and received a reading of 310mg/dl on the contour next link, retested him on a different meter and the reading was 143mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to the customer.